Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-06-03. H6: investigation summary it was reported that it was hard to push the plunger of the syringe. To aid in the investigation, three samples in sealed packaging blisters and two photos were provided for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and all results were within specification. The two photos provided show the samples received. It could be possible the customer had product on the higher end of specification inducing more force than normal required to expel the solution. A device history record review was completed for provided material number (B)(4), lot number 0223825. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
It was reported that syringe 10ml reg pr saline 10ml fill plunger was difficult to move. This occurred on 2 occasions.the following information was provided by the initial reporter: the customer complained that it was hard to push the plunger of the syringe.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml reg pr saline 10ml fill plunger was difficult to move. This occurred on 2 occasions. The following information was provided by the initial reporter: the customer complained that it was hard to push the plunger of the syringe.